Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs ipg, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000077806.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced with a drg system, which resolved the issue.